Manufacturer narrative:
Follow-up # 3 device evaluation: the lay user/patients test strips have been returned and further evaluated by lifescan product analysis with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 2: this supplemental is being sent to correct information that was submitted previously within the narrative of follow up #1. Sentence should state - the retain test strips failed the performance testing with blood and were found to be have an accuracy and precision issue at 100mg/dl. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 5 the retain test strips have been further evaluated by lifescan product analysis with the following findings: although performance testing with blood did not confirm the reported issue, the retain test strips were found to be to be biased low at 100 mg/dl. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2015, the lay user/patient¿s relative contacted lifescan (lfs) USA, alleging that the patient¿s onetouch ultra2 meter would not power on. The complaint was classified based on the customer service representative (csr) documentation. The reporter stated that the alleged power issue began on (B)(6) 2015 at 7:00pm. The reporter informed the csr that the patient manages his diabetes with insulin (unknown type; self-adjuster) and claimed the patient did not make any changes to his usual diabetes management regimen in response to the alleged meter issue. However, the reporter stated that the patient developed symptom of ¿sweating¿ 30 minutes after the alleged issue began. The reporter claimed the patient did not receive any medical treatment in response to the symptom. At the time of troubleshooting, the csr noted that the subject meter was not being used for the first time and that there was no indication of misuse to the device. The csr documented that the correct test strips were being used for testing. The csr confirmed the reporter was able to turn the meter on manually when the power button was pressed and when a new test strip was inserted. The csr noted the reporter did not have the test strip that previously did not turn on the meter available to test the meter. The alleged power issue remained unresolved. Replacement products were sent to the patient. This complaint is being reported because, the patient reportedly developed a symptom suggestive of severe hypoglycemia after the alleged power issue began.

Manufacturer narrative:
Follow-up # 4: the lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 1: the retain test strips failed the performance testing with blood and were found to be have high accuracy and precision at 100 mg/dl. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.